Manufacturer narrative:
(B)(4). Device evaluation: a visual inspection of the returned product found the lens cut in two pieces. The optic and one of the haptics was torn; part of the optic and the other haptic was missing. The lens was returned in liquid. Claim #(B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens, +27.0 diopter, and the haptic was torn. The lens was removed with no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.